Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being inserted through a trocar in preparation for the first firing on the stomach on a laparoscopic sleeve gastrectomy, the surgeon was placing a lot of torque on the reload and adapter as the patient had a bmi of 55. After a few minutes of forcing the stapler around the trocar site both in and out, surgeon stated the toggles were not responding. When surgeon removed the stapler it was noticed that the force the surgeon was applying had led to the partial separation of the reload from adapter. Surgeon replaced the adapter and reload to resolve the issue. No patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the unload switch was at the home position. There was no damage to the adapter, however, there was a piece of a reload stuck in the distal end of the adapter. The unload switch was depressed multiple times and showed no hangups or sluggishness. There were no errors in the logs. It was reported that the user experienced difficulty in the insertion or removal of the device to or from the port. The reported issue was confirmed. The most likely cause was not traced to the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.